Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in amplitudes, high pacing thresholds, and a decrease in pace impedances approximately one month after implant. The lead was monitored for a few months, but then was explanted and replaced. An x-ray was not performed and they were unable to determine why the electrical performance of the lead had changed so much. No additional adverse patient effects were reported.